Event description:
On (B)(6) 2011: pt has thoroscopy. During procedure, stapler was used. When this device was removed from the chest, it was noted the cartridge was missing from the staple gun. Cartridge was noted to be in the chest and surgeon is unable to remove it via scope. The procedure is converted to open, the cartridge is retrieved. The disposable instrument was by ethicon ets-endoscopic linear cutter (B)(4). The cartridge was a endopath vascular reload (B)(4).